Event description:
Reporter indicated that the patient was seen and her generator site was noted to be red and feverish which started a couple of days ago. No manipulation or trauma to the site had occurred. The patient was given bactrim and was scheduled for follow-up the following week. Further follow-up revealed that the patient was seen on (B)(6) 2013 for follow-up and the generator site was reported to be looking much better. The patient reported to the neurologist that the site was still a little tender, but that it was feeling better. It was reported that the generator site looked like it was clearing up. The nurse stated that the redness and feverish generator site may be due to scar tissue or the device shifting and that no cultures were taken. Review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution. No further interventions have been taken to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.